Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: if removal of a stent system is required prior to deployment, ensure that the guiding catheter is coaxially positioned relative to the stent delivery system, and cautiously withdraw the stent delivery system into the guiding catheter. Should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery (rca) that was not tortuous or calcified and 99% stenosed. The 4.0 x 23 mm xience alpine stent delivery system (sds) was advanced with the support of a non-abbott guide catheter extension. The 4.0 x 23 mm xience alpine sds failed to cross the lesion due to interaction with the anatomy. An attempt was made to remove the sds, however, resistance was met with the guide catheter extension. Resistance was felt when the sds was pulled with force in order to be removed by itself. The stent struts of the sds were found to be flared. A new non-abbott sds failed to cross but another non-abbott sds finally crossed the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.